Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a floating piece of plastic inside an empty, sterile, 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This event occurred before use. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device manufactured october 07, 2018 - october 08,2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Through visual inspection of the photograph, the reported condition was verified. The cause of the condition could not be determined. No functional test was performed due to the nature of the sample. A batch review was performed and one nonconformance was identified which was potentially related to the reported issue. The cause of the nonconformance was determined to be hot stamp- ribbon thermal print residual. The affected material was 100% sorted and all impacted units were discarded. The batch review indicated there were no planned deviations. Should additional relevant information become available, a supplemental report will be submitted.